Manufacturer narrative:
Corrections: b2 outcomes attributed to ae, h6 results code, h6 conclusion code. The reported event was confirmed based on the medical expert opinion on the available x-ray record. A review of the x-rays by the medical expert stated the implant is used as intended. The stem is intact and the humeral bone is broken just below the tip of the stem. All the implants are intact. The reason behind the revision of stem is due to patient factors.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation and formal medical expert opinion, the root cause is attributed to be a patient related factor. If any further information is provided, the complaint report will be updated.

Event description:
A revision surgery was planned to be performed due to a periprosthetic fracture.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
A revision surgery was planned to be performed due to a periprosthetic fracture.